Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(6) 2014. The complaint of inaccurate readings is confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. No injuries or medical intervention were reported.